Manufacturer narrative:
Olympus technical assistance center (tac) worked with the customer to resolve the issue. The customer confirmed there were no medical grade monitors being used. The customer informed tac the endoscopy image reached the computer (gmed) as it should prior to the new pc installation and were also working with the video card company.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to temporary malfunction caused by deterioration of the patient-board components. In addition, as described in the instruction manual, "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output," it is also possible that an electric contact failure occurred due to incomplete connection with the main unit or adhesion of foreign matter (on the scope side).this MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report there was no image on the gmed computer that's used in conjunction with a cv-190 evis exera iii video system center following the installation of a new personal computer (pc). There was no report of patient involvement. No additional information has been obtained.